Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post implant check, a hematoma was observed at the site of implant. The pocket was reopened and the hematoma was successfully drained.